Event description:
It was reported to philips that the device exhibited a power cord connection port issue. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the device will not power up. There was reportedly no patient involvement. The device was evaluated by a philips authorized service provider (asp), and the power supply was replaced. The device was returned to full functionality and remains at the customer's site. No further action is warranted at this time. H3 other text: remote support provided.